Event description:
A 8lpc tracheostomy tube was leaking between the inner and outer cannula. The patient is ventilator dependant and the leak was discovered two weeks after a routine trach replacement. There was no patient harm and the tube was replaced without incident.